Event description:
Allegedly revised due to multiple dislocations. The original cup which had been implanted by a different surgeon, appeared to have been implanted in a retroverted position.

Manufacturer narrative:
Conclusion: user error contributed to event. Other: misapplication/misuse of device.

Manufacturer narrative:
Per FDA, reopened file as a reportable malfunction in order to report as part of a retrospective review of ceramic heads. This is the same event as 1043534-2012-01162, 01164, 01165.